Manufacturer narrative:
The product was not returned for analysis. The reporter states the use of a specific company model handpiece which is not qualified for use with specific company lens. The reported complaint was not observed as no sample was returned for analysis. However, based on the information provided by the customer, the most likely root cause is failure to follow instruction for use (IFU), as the surgeon states the use of non-qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that upon inserting the iol into the eye the surgeon noticed the iol was cracked. The iol was removed and a new iol was inserted successfully. There was no need to enlarge the incision nor were sutures required. Additional information was requested and received, stating there was no patient harm.